Event description:
It was reported that the patient developed an infection post implant. The right atrial (ra) lead was removed with the rest of the system. The patient was in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".